Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), embedded device ("there are two silver metallic 0.5 cm long coils embedded within the uterine tissue in the orifice to the fallopian tubes.") And device expulsion ("essure device extends into the uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, cyst, adenomyosis, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on 25-jun-2015. At the time of the report, the menorrhagia, embedded device, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)'), embedded device ('there are two silver metallic 0.5 cm long coils embedded within the uterine tissue in the orifice to the fallopian tubes.') And device expulsion ('essure device extends into the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, cyst, adenomyosis, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding, embedded device, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device and heavy menstrual bleeding to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: report was ticked final, no new information is expected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), embedded device ('there are two silver metallic 0.5 cm long coils embedded within the uterine tissue in the orifice to the fallopian tubes.') And device expulsion ('essure device extends into the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, cyst, adenomyosis, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, embedded device, device expulsion and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: events: 'there are two silver metallic 0.5 cm long coils embedded within the uterine tissue in the orifice to the fallopian tubes' and 'essure device extends into the uterus' were added. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with menorrhagia. New event added: dysmenorrhea (cramping). Essure insertion date and removal date added. Patient details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.